Event description:
Caller states that during a correlation the patient tested 2.8 inr on the coaguchek xs system and 2.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.